Event description:
On (B)(6) 2018, a 30 mm amplatzer pfo occluder deployed deformed, round bulbous shape. After three or four attempts the device persisted to be deformed. The procedure was aborted and no device was implanted as no other were available. Post-procedurally, the patient is reported to be stable.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.